Event description:
On (B)(6) 2014, the reporter contacted animas alleging a power/battery life issue. The reporter stated that the patient had been going through batteries very quickly and that the last few batteries had been only lasting a few days before needing to be changed again. Reportedly, alkaline batteries from several different boxes had been used and that the battery type was set to alkaline on the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.